Event description:
Device 1 of 2 it was reported that following a thyroid procedure, the patient experienced a hematoma. As a result, the patient underwent an additional procedure to locate the source of the bleeding which was successfully identified and addressed. Per the physician, it is unknown what caused the bleeding. Additionally, the patient is fine now [sic]. The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined. If additional information becomes available at a later time, this report will be supplemented.

Event description:
This supplemental report is being submitted to provide additional information provided by the user facility. The user facility reported that the procedure being performed was a therapeutic thyroidectomy. The patient is now out of the hospital and recovered. The surgeon reported that the device worked normally during the procedure but he was unsure if it properly sealed vessels. No patient demographics will be provided. The device will not be returned. The device was not inspected prior to the procedure.